Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic band to gastric sleeve procedure, when transecting/stapling the stomach (on the 4th firing), the surgeon had difficulty firing the reload and upon opening the stapler, it was noticed that there was an incomplete staple line centrally. It appeared as though all of the rows were not there. There was also incomplete staple formation. Tissue damage was noted. The surgeon implicated the staple line and over sewed it with suture. The nurse opened another handle and reload to complete the case without further incidents.